Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one sample. The following data was provided:(B)(6) 2026.sid (B)(6).initial alinity I stat high sensitive troponin-I result at 06:09 44 ng/l .2nd run at 06:26 < 5.1 ng/l.3rd run at 06:43 < 5.1 ng/l .no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.this report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.